Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for critical pump error. Blood glucose at time of incident was unknown. Customer reported that she was at work and noticed a beeping, she looked down grabbed her insulin pump and saw the critical pump error alert. Customer reports they received a critical pump error image on the pump screen. Advise the insulin pump will need to be replaced. Advise to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Open book/critical pump error after battery installation. Constant critical pump error alarm. Problem isolated to force sensor.